Manufacturer narrative:
Implant date: implant date is estimated to have occurred in 2019.

Event description:
It was reported, the device was unable to recharge the capacitor. Technical support was contacted and noted a shorted output stage detection (sosd) alert. Technical support recommended device replacement to resolve the event. A device exchange is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of charging anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Further analysis was performed on the device hybrid. The cause of the charging anomaly was due to a hybrid substrate anomaly.